Event description:
On (B)(6) 2025, during an excision of hydrocele procedure when using the bovie to cauterize, the bovie tip sparked. The spark did get on the patient's scrotal tissue. This occurred close to the incision site, was very minor, and being so close to the incision, it was not discernable as any injury. While troubleshooting the device, the tip and pen were changed, but the equipment was still sparking, and it was removed from service. Upon inspection by clinical engineering the issue could not be replicated. Out of an abundance of caution the device was retired and removed from service given it was at the end of life. Bovie machine.